Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: to b5 and h6.

Event description:
New information notes programming changes were performed to resolve the issue.